Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo and high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo and 300 mg/dl (fasting/non-fasting status is unknown). The customer was not using the proper testing technique (testing from same finger). The customer does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer was not available at the time. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 02/13/2022 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.